Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-02226, 3006705815-2023-02226. It was reported both of the patient's leads migrated and the patient's ipg was nearing end of life. It is unknown if the ipg depleted prematurely. As a result, surgical intervention was undertaken wherein the scs system was explanted and replaced. Effective therapy was established postoperatively.